Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 378740a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results on (B)(6) 2016 and between inratio result on (B)(6) 2016 vs. Lab inr on (B)(6) 2016. She was not questioning the correlation between inratio inr and lab inr on (B)(6) 2016. The results were as follows: (B)(6) 2016: inratio=3.3. (B)(6) 2016: inratio=1.9; lab inr=1.6. The reported therapeutic range is: 2-3. Caller was concerned about the change in inr results when no changes were made to her coumadin after the (B)(6) 2016 result.